Event description:
It was reported that during a ureteroscope procedure for the treatment of kidney stones, the fiber did not work in its third use. It was further noted that the fiber overheated and burning smell was noticed. The procedure was continued and completed with another fiber. There was no patient complication.

Event description:
It was reported that during a ureteroscope procedure for the treatment of kidney stones, the fiber did not work in its third use. The fiber overheated and a burning smell was noticed. The procedure was continued and completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; fiber body measured 310 cm and fiber tip measured 1 mm. During the product analysis, the tip was degraded, and the fiber jacket had burn marks. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was distorted light exiting the connector face, indicating a connector fracture and burn marks also observed. The reported event was confirmed. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. A fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer stated that the fiber was used 3 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. The IFU states, that in the event of no output energy fiber connector may be hot to touch. Additionally, do not bend fiber at sharp angles. If visible light can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Finally, ensure that the distal end is intact and that the sma connector is clean. Do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.